Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high lead impedance on system diagnostics and a lead fracture was suspected. It was unknown when the last diagnostics were performed. Per reporter, there is no known specific cause for the high lead impedance, but the patient falls with seizures and has known walking difficulties. There are no patient adverse issues known at this time, though clinic notes indicate the patient has had continuous seizures the past month (no report of increase). The patient was to come in the following week to have device disabled. Patient has been referred for revision surgery, but it has not occurred to date.